Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('crampy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nausea ("feel absolutely sick to my stomach"), pain ("achy"), head discomfort ("loopy in the head"), sneezing ("sneeze sneak up on me"), tooth loss ("dental issue: my teeth just fall apart/all of them pulled"), motor dysfunction ("lost motor skills"), amnesia ("lost memory"), headache ("headache") and vertigo ("vertigo"). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, nausea, pain, head discomfort, sneezing, tooth loss, motor dysfunction, amnesia, headache and vertigo outcome was unknown. The reporter considered abdominal pain lower, amnesia, head discomfort, headache, motor dysfunction, nausea, pain, sneezing, tooth loss and vertigo to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure insertion/removal date and patient date of birth was updated. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.